Event description:
It was reported that the insulin pump had a blank display after it had been exposed to electrostatic. The caller did not know the blood glucose reading, but it was reported that the blood glucose reading was normal. No medical treatment was required. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery alarm or blank display was noted. No cosmetic damage was noted.